Event description:
It was reported that a cartridge alarm 1 intermittently occurred during basal delivery. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer continued to use the pump for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.